Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported constant air in line which was confirmed during evaluation. A review of the event history log identified air in line messages. The reported condition was verified. The cause was determined to be the ultrasonic sensor which failed the attempted calibration due to an air in line error. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant air in line alarm. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.